Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with debris and residue on lens. Visual inspection found no visible damage to the lens. There was debris and residue on lens. Claim # 717673

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.00/+2.5/094 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.